Event description:
A malfunction alarm was reported due to a non-resettable malf 16 code. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections as backup therapy and agreed to return the problematic pump using a pre-paid label. Tandem technical support arranged for a replacement pump to be sent and confirmed the shipping address.